Manufacturer narrative:
The manufacturer previously received information alleging a "low inspiratory pressure" alarm occurred, while the device was in use on a patient. "A nurse found that the catheter mount had come off. The catheter mount was connected again. Additionally, there was a medical intervention. The medical engineer replaced the device, and the patient recovered from the symptom on (B)(6) 2023. The nurse states, "hypoventilation caused by the disconnection of the catheter mount occurred". The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. As a result of operation checking, the reported phenomenon, in which only "low inspiratory pressure" alarm occurred and "circuit disconnect" alarm did not occur, was not duplicated and this was due to environmental factors. Additionally, there were no error log showing anomaly in the device. No failure was found on the final test; however, the device was disassembled, and the inside was inspected, however no anomaly was found. The system board and flow sensor were replaced preventatively. The device passed all testing. Additional information received indicates that the part that came off was not the catheter mount, but the cap of the suctioning port of the catheter mount, the catheter mount is another company's product. Also, the low inspiratory alarm was activated, but not heard. Regarding the circuit disconnect alarm (5 sec.), it was not activated. It is considered that due to the use of active pap with indication in vti, there was no drop in the ventilation volume delivered to the patient and therefore, the alarm was not activated. Additional information received from the product investigation lab (pil) indicates that the system pca and flow sensor, which were replaced and returned to pil as a preventative measure did not have any problem. No further investigation of the system pca and flow sensor is required at this time. Upon further review, this event was determined to be a product problem. Sections b1, h1, and h6 have been updated in this report.

Manufacturer narrative:
The manufacturer previously received information alleging a "low inspiratory pressure" alarm occurred, while the device was in use on a patient. "A nurse found that the catheter mount had come off. The catheter mount was connected again. Additionally, there was a medical intervention. The medical engineer replaced the device, and the patient recovered from the symptom on (B)(6) 2023. The nurse states, "hypoventilation caused by the disconnection of the catheter mount occurred". The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. As a result of operation checking, the reported phenomenon, in which only "low inspiratory pressure" alarm occurred and "circuit disconnect" alarm did not occur, was not duplicated and this was due to environmental factors. Additionally, there were no error log showing anomaly in the device. No failure was found on the final test; however, the device was disassembled, and the inside was inspected, however no anomaly was found. The system board and flow sensor were replaced preventatively. The device passed all testing.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a "low inspiratory pressure" alarm occurred, while the device was in use on a patient. "A nurse found that the catheter mount had come off. The catheter mount was connected again. Additionally, there was a medical intervention. The medical engineer replaced the device, and the patient recovered from the symptom on (B)(6), 2023. The nurse states, "hypoventilation caused by the disconnection of the catheter mount occurred". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.